Event description:
During routine testing of the device at the service center, the service tech reported that there was no communication between the printer assembly and the monitor. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.